Event description:
A surgeon reported following intraocular lens (iol) implant procedure that in the last couple of months there were two toric lenses perfectly positioned but the pts still had one and one half diopters of cylinder in the same axis. Additional information was received from the surgeon reporting that she thinks she has received monofocal lenses in a toric package with dots on the lens in 3 cases, and a lower power than packaged on the 4th. There are four medical device reports associated with this event. This report represents two toric lenses.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).